Manufacturer narrative:
H3 other text : device serviced at third party center.

Event description:
A trilogy 100 ventilator was returned to a third party service center for remediation. There was no harm or injury reported. During the evaluation of the device at a third party service center, an internal battery failure was observed on the device error log. The device passed all repair and functional testing.